Event description:
The pt was complaining of pain. The surgeon primarily thought the pain was due to an infection and scheduled a revision surgery to irrigate and debride the affected area. During the procedure the surgeon determined that the femoral and tibial components were loose which was the cause of the pts pain. A total knee revision was completed to fix problem. MFR ref# 3005180920-2014-00116.